Event description:
It was reported during use the bd vacutainer® multiple sample luer adapter had poor sleeve function. The following information was provided by the initial reporter: the customer stated "blood leaked from the non patient rubber sleeve of the luer adapter while collecting blood, and when medical staff confirmed it, the rubber sleeve was bent. There was no impact on both the nurse and the patient as it leaked from the post-policy part."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/8/2020. H.6. Investigation: bd received 1 sample from the customer for investigation. The sample was evaluated by visual examination and the indicated failure mode for sleeve side piercing with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® multiple sample luer adapter had poor sleeve function. The following information was provided by the initial reporter: the customer stated "blood leaked from the non patient rubber sleeve of the luer adapter while collecting blood, and when medical staff confirmed it, the rubber sleeve was bent. There was no impact on both the nurse and the patient as it leaked from the post-policy part."